Event description:
It was reported the pt was no longer receiving stimulation. During surgical intervention, both leads (from the same lot) were found to be fractured. The leads were explanted and replaced. Stimulation was restored post-op. The explanted leads will not be returned to sjm due to being discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.